Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and swapped the universal surgical manipulator (usm3) and usm 4. Electrical and mechanical adjustment made to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure using an xi system, when the surgeon moved the right master tool manipulator (mtmr) horizontally, the universal surgical manipulator (usm) arm 3 moved diagonally while firing the instrument, and an unlocking-like sound was heard. The user indicated that this issue had occurred recently and that reseating the sterile adapter did not resolve the problem; however, performing a system power cycle corrected the issue. No errors or messages were found in the system logs. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that during the procedure on january 16th, the non-intuitive motion issue with usm3 was not resolved intraoperatively; unlike previous cases where power cycling corrected the problem, the issue persisted throughout the surgery. It was stated that this malfunction occurred continuously, specifically during monopolar output, rather than being intermittent. Despite the ongoing issue, arm 3 was not disabled, and the surgeon did not discontinue its use due to the malfunction. Ultimately, the procedure was successfully completed robotically utilizing all four arms.